Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 5.7x6.5, 3mm (hc563) was returned for investigation., visual inspection of the as returned product identified worn markings and damage around the threads due to usage. An unk zd implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer did not claim any issues with unk zd implant as a replacement hc563 engaged as normal. Procedure completed. No further investigation will be conducted for unk zd implant. Functional testing was performed for the returned product with an in-house stock device and did not seat as intended pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was provided. DHR review was completed for the subject lot number (2019070130). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019070130) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up." H3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that after placing a 6 mm implant, clinician went to place the hc563 and it would not engage the implant. The procedure was able to be completed with another hc563 that they had at the office with no issues. Tooth #14.